Manufacturer narrative:
Upon reception, the reported issue was not confirmed. It was possible to interrogate the following devices: eno 209cr160, reply dr 923za123, platinium 837df065, and alizea 041gb0ef. No freeze was observed, and the message reported in the field did not appear. An r&d analysis is required in order to identify the root cause

Event description:
Reportedly, abnormal display at interrogation startup.

Event description:
Reportedly, abnormal display at interrogation startup.

Manufacturer narrative:
Upon receipt of the subject tablet, the reported issue could not be reproduced. The tablet powered on without any error messages, and it was possible to successfully interrogate multiple implantable devices (eno, reply, platinium, alizea) without any errors or system freezes. Log analysis revealed that on february 4, a reply device (s/n (B)(6)) was interrogated eight times. During the first seven attempts, the tablet crashed, and a pop-up message indicated that the user interface could not start. The user then restarted the tablet, after which the interrogation was completed successfully. The reported issue is attributed to a windows-related problem that caused insufficient available memory, preventing the programmer from starting properly. The cause of the windows problem could not be determined; however, restarting the tablet resolved the issue. The tablet was processed according to the repair center procedure and will be returned to the field. This case is recorded for trending purposes.

Event description:
Reportedly, abnormal display at interrogation startup.